Manufacturer narrative:
No reason given for device explant - coded as "non-complaint" at mdt and closed. No obituary found. No device anomalies found in explanted devices.

Event description:
Product returned to medtronic fo analysis - reported in medtronic database. Coded as c500 and closed - no accompanying paperwork of any kind. Explanted unknown implanted unknown. Received at mdt 7/18/2025. Coded as c-500 non-complaint and closed. (No accompanying or inspection paperwork received).